Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and baclofen via an implantable pump. The indication for use was non-malignant pain. The patient reported the communicator was not reading and it took a long time to connect for a few weeks. The patient stated they get 4 bolus a day and they were visually impaired. The agent assisted the patient with clearing the data and the device connected very fast to pump and the patient was seeing their lockout. The troubleshooting steps taken on the call resolved the issue.